Event description:
It was reported that the patient was implanted yesterday and her device was not working. She was up three times last night and usually does not get up at all at night. The patient was directed to contact her physician to make an appointment with the manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient did not know how to manage the device. The health care professional (hcp) reported that the device was off. Patient was reprogrammed and the hcp taught her how to turn it on. The patient did not require hospitalization and was noted as a no injury patient outcome.